Event description:
It was reported that a clearlink blood set experienced a leak through a one-inch hole in the tubing. This event occurred during priming. It was not reported what kind of pump was used during the event. There was no patient involvement. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The report source was a health professional and user facility in addition to company representative and bio med department employee. The evaluation of the returned device is complete. The device was received outside of its pouch and full of blood. During disinfection of the device, a leak in the tubing was detected. Microscopic inspection of the leak site found a cut in the tubing, approximately 45 inches below the filter chamber. The cut edges had a serrated appearance. Also, a crease mark was identified on each side of the cut, on the back side of the tubing. The reported condition was verified. Visual inspection of the package the unit was received in (not the original, baxter packaging) showed no obvious damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.